Event description:
It was reported the conexus wireless telemetry only works intermittently. It was also reported the printer malfunctioned. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the wireless telemetry would not work, allow wireless communication box was not selected, selecting this box enabled wireless communication. It was also noted that the printer would not print, the programmer had intermittent interrogation with known good radiofrequency (rf) heads, the link electronic module (lem) circuit board needed replacement, and the display drops. Concomitant medical products: product ID r2290 analyzer. (B)(4).